Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed bg at time of troubleshooting. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.